Event description:
During uneventful plasma donation the donor experienced sharp pain at the venipuncture site, paleness, dizziness, weakness, nausea, sweating, anxiety, and deep rapid respiration. Bp dropped to 67/48 with pulse of 63. Donor was administered 500 ml of saline. The donor recovered and was discharged from the center in stable condition. The actual complaint sample was discarded at the time of the reported event. No cause for this reaction was determined. Review of mfg records for the pheresis needle lot used and testing of retained samples shows that this product met all design and quality criteria.